Event description:
It was reported that at previous follow-up, a decrease in r-waves was observed. Sensing continued to decline. A slight decrease in impedance was also noted. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.